Event description:
The customer reported leak at the container cap tubing port of the beckman coulter lh 750 slidemaker stainer instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On the day of the event ((B)(6) 2012) a filed service engineer (fse) was dispatched. The customer did not indicate or communicate if any troubleshooting was performed prior to fse's arrival and none were documented on the record. The fse could not reproduce the event. The leak was not contained within the unit and the customer had cleaned the spill. The fse ordered a waste cap and sensor to be sent to lab for the customer to install. Service activity was verified per established procedures and results meet published performance specifications. The fse called the hotline with additional information. Waste # 2 was leaking stain and methanol, no biohazard. Waste 2 is the waste container for the stain reagents. The root cause of the leak in unknown.

Manufacturer narrative:
The fse could not reproduce the event. The root cause of the leak in unknown. (B)(4).